Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned photo sample noted one opened (without original package) used silicone foley catheter with blood was present on the catheter balloon. Visual inspection of the photo sample attached did not showed any ridges present on the balloon. A potential root cause for this failure mode could not be determined because the reported event was unconfirmed. The device had met relevant specifications. The product was used for the treatment. The product did not caused the reported failure. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore a device history record review was not required. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the customer identified 2 product concerns. It was reported that when attempting to deflate the balloon of one catheter the fluid did not come out easily. In another case it was stated that only about 4cc of fluid returned and the balloon had ridges. Also stated that both the cases reportedly had resistance to removal and the patient had experienced hematuria.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer identified 2 product concerns. It was stated that when attempting to deflate the balloon of one catheter, the fluid did not come out easily. In another case, only 4 cc of fluid returned and the balloon had ridges. Also, stated that both the cases had resistance to removal and the patient had experienced hematuria.